Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's bench repair evaluated the device and observed that the device's navigation wheel does not work. It was determined that the front bezel needs to be replaced. Per remote services good faith effort (gfe) response, it was confirmed that the customer declined service and repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the navigation wheel does not work. It may be necessary to replace the front bezel. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Reporting address line 1: (B)(6).